Event description:
It was reported, the patient has never charged. As a result, the scs ipg is inoperable. Surgical intervention will be taken at a later date to address the issue. The implant date is unknown for the device below: model 3186(2), scs lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.